Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss, difficult to open or close, and guide break were confirmed. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported instructions for use (IFU) violation did not contribute to the initial difficulty therefore a letter is not required. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss, difficult to open or close the foot, difficult to remove device, and guide break appear to be related to circumstances of the procedure. In this case a bilateral needle to cuff miss occurred likely related to interactions with the calcified patient anatomy. The plunger was likely removed at this stage. The device became stuck within the patient anatomy after material became lodged underneath the foot of the device leading to the difficulty to close the device and the difficulty to remove the device. The handle was then split open to access the actuator wire in an attempt to remove the device. Due to the obstruction underneath the foot this did not allow the foot to close, and the resistance likely deformed the actuator wire. The device was then removed using excessive force causing the guide separation and tissue injury. Subsequently surgical intervention was performed to repair the tissue injury. The reported patient effect of tissue injury and surgical intervention are listed in the perclose proglide instructions for use, as a known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: against resistance.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a heart catheterization procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The lever was opened and returned to its original position multiple times but the foot would not retract, the proglide device would not withdraw from the anatomy. The handle halves were intentionally disassembled in an attempt to manually retract the foot using the actuator wire to remove the device from the anatomy. X-ray revealed an unknown deformity with the device. The proglide device was withdrawn against resistance using excessive force and a guide separation was noted but the device was still held together by the actuator wire. Intimal tissue was noted around the footplate. The patient was taken to the operating room to evaluate if surgical repair was needed or not. Surgery was performed for a small vessel repair. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.